Event description:
It was reported that the patient presented for an explant procedure. Prior to the procedure, it was noted that there is a potential risk of right atrial lead dislodgement during extraction of the existing right ventricular lead. The atrial lead was explanted and replaced. The patient was in stable condition throughout the procedure.